Manufacturer narrative:
The previous MDR was submitted by william cook (B)(4) under manufacturer report # 3002808486-2019-00975. Initial reporter occupation: non healthcare professional. (B)(4). Investigation - investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to history of dvt. Patient alleges vena cava perforation. Patient further alleges ¿perforation of ivc filter through vena cava wall.¿ per the (B)(6) 2011 - inferior venacavagram with placement of ivc filter report. "Placement of ivc filter."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, tilt, depression, limited activity. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported depression and limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, one other complaint has been reported against this lot number. This (B)(4) is related to same failure mode(s), however, all are alleged as litigation cases, which is why no further action is required at this point in time. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 due to deep vein thrombosis, followed by a successful, percutaneous retrieval on (B)(6) 2022. Patient is alleging organ and vena cava perforation, and tilt. Patient further alleges experiencing, limits to physical activity, and depression. Per computed tomography (CT) report, "positive for perforation (grade 1), negative for significant tilt, migration unlikely" "placement of gunther tulip ivc filter on (B)(6) 2011. No images provided demonstrating filter placement." "CT abd/pelvis non-contrast on (B)(6) 2018/ ivc filter l1-2 to mid l3. Migration unlikely. No significant tilt. Grade 1 perforation." Per CT report, "mild inflammatory thickening in the proximal right ureter adjacent to the ivc filter tine as described below." "The ivc is patent without significant stenosis. The iliac common femoral veins. The patent without stenosis. Retrievable-type ivc filter in place with the apex near the renal inflow. There is leftward tilting of the filter. There is significant penetration of the tines beyond the ivc. Anteriorly directed tines abut the uncinate process of the pancreas. The right posterior tine appears to contact the right ureter with some inflammatory thickening present in the urothelium. The left posterior tine contacts the l3 vertebral body with a small focus of reactive change in the bone. This does not appear to be embedded in the bone, but likely involves the periosteum." Per retrieval report (successful), "significant ivc filter tilting and strut penetration as detailed on the recent CT exam."